Event description:
Event: unresolved type I endoleak. Case detail: the pt's anatomy was reported to be tortuous. A type I endoleak at the superior attachment site was not resolved with balloon inflation. An aortic cuff was placed in 2003, three days after implant to resolve the leak. A small leak remains, and the physician will continue to monitor the pt.